Event description:
It was reported that patient's lead placement does not cover dermatomes needed to help with pain and provide pain relief. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7092067.